Event description:
Artifact (noise) was noted on the distal electrode after the procedure was underway. This was not an out-of-the-box failure. Handed over a new catheter and the problem was resolved. No harm came to this patient.